Event description:
It was reported that the patient presented in the emergency room with diaphragmatic and phrenic nerve stimulation. The patient had been experiencing discomfort since (B)(6) 2018. Upon interrogation, the pacer was revealed to be in backup vvi. The device was explanted and replaced. The patient is recovering.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to integrated circuit (ic) error resulting in code corruption and triggered backup mode. The cause of the bvvi was consistent with a hardware anomaly within the hybrid ic circuitry.